Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 35 mg/dl. The customer was treated with food. Customer states the drive support cap appears normal. Based on customer report customer does not allege was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind the insulin pump. Customer stated that motor error occurred while troubleshooting for low blood glucose. Customer stated that insulin pump had motor error after low reservoir warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was not sure insulin pump was not working properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime or a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.